Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with unintentional cystotomy. It was reported that patient underwent transvaginal removal of vaginal mesh graft via vaginal approach, anterior colporrhaphy, cystourethroscopy with placement of bilateral ureteral stents on (B)(6) 2014 due to vaginal pain/dyspareunia and pop. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced urinary/bowel problems, infection and dyspareunia. It was reported that patient underwent revision of mesh on (B)(6) 2013 and had a restorelle y mesh implanted due to cystocele and recurrent pop. It was reported that patient had a hysterectomy in 2013.